Event description:
A surgeon reports that post cataract surgery and intraocular lens (iol) implant a pt reports experiencing photic phenomena predominantly under mesopic and also under photopic conditions. Uncorrected va is 20/20.

Event description:
Additional info provided by the reporting physician indicates that the pt is experiencing halos and streaks of light from lights when lights are coming from certain directions.